Manufacturer narrative:
(B)(4).

Event description:
The patient was struck by a soccer ball. Afterward he felt pain in his left side arm and leg. His toes curled up. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.